Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service cetner the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.